Event description:
The customer reported that falsely depressed sodium (na) results were obtained on three patient samples on the dimension exl 200 integrated chemistry system. The erroneous result of the sample identified as (B)(6) was reported to the physician(s), while the erroneous results of the other two samples were not reported to the physician(s). The samples were repeated on an alternate dimension exl 200 integrated chemistry system. The repeat results recovered higher than the erroneous results and matched the previous results of the patients. The repeat results were considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on 3 patient samples on the dimension exl 200 integrated chemistry system. Quality control (qc) was acceptable prior to processing the patient samples. Siemens remotely reviewed instrument data and observed a pressure difference between the patient samples, which indicated presence of micro clots. Siemens assisted the customer in resetting the correction factor. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, cleaned the integrated multisensor technology (imt) system, replaced x-tubing, and ran calibration and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the fluid flow issue with the presence of sample micro clot, fibrin clot or crystal buildup in the imt system, addressed with the service actions above, potentially contributed to the falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.